Event description:
The hospital reported that the vasoview hemopro 2 jaws were not functioning properly, upon initial use the jaws heating element were heating up to quick. No pre test was done. Troubleshooting was completed- exchanged extension cable and turned the power supply on/off and confirmed a power level of 3 was selected. Troubleshooting was not effective so a new device was opened and completed the procedure with no issue. No injury to the patient and no follow up needed. The procedure was delayed briefly to open and exchange to a new vasoview hemopro 2 device.

Manufacturer narrative:
(B)(4). Event site exceeds character limitations: name (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.